Event description:
A high readings issue was reported with the adc device. A customer reported receiving a high sensor scan of 480 mg/dl when compared to a competitor meter result of 50 mg/dl. The customer experienced symptoms described as a ¿sensation of anguish¿, cold sweat, dizziness, and a seizure. The customer was provided glucagon by a family member as treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.